Event description:
The ge oec 9600 fluoroscopy system reportedly had the monitors go dark and displayed a charger or pre-charge error code. The system was rebooted and the procedure completed.

Manufacturer narrative:
A ge oec service representative investigated the issue and found the battery pack needed to be replaced. The battery pack was replaced. The system was released to the customer for use. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.